Event description:
It was reported that the pump's alarm volume and vibration were too low. No reported impact to the customer's blood glucose level. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.